Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that there was a communication problem. About a week prior to the report the patient tried to charge their implantable neurostimulator (ins) and they got a reposition antenna screen. The patient tried to reposition their antenna but they were still not able to connect to their ins. An ins overdischarge was suspected. The last successful recharging session was 2 to 6 months prior to the report. The patient used their programmer during the report and nothing came up on the screen. The patient put batteries in the programmer and they were able to use their programmer. The patient got a poor communication screen on their programmer. The patient was not able to connect to their ins with their recharger or programmer. It was further reported that the patient was having a hard time with their recharger. The recharger had not been working well for two weeks. The antenna would not talk to the implant. They were seeing a poor communication screen but the stimulator was not overdischarged. The manufacturer representative wanted the recharger replaced. It was further reported that the recharger had trouble with coupling sometimes but they were able to get it to couple with antenna locate. It was further reported that the patient thought the issue was with their recharger. The patient had an increase in pain when the device was off. The patient would receive a new charger. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.